Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device couldn't keep a charge. Per reported the alarm went off while in use with the patient, indicating the battery was dying after being charged over night. The product issue did not cause or contribute to patient or clinical injury, they have another unit used in its place.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be user or the battery, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified an indication that the complaint was related to a service of the device within the review period. The previous service of the device could not duplicate the reported problem of "error requires service". The service history review revealed no issue with the repair or previous service performed which could be attributed to the source of the problem for the current complaint. D3, g1, and g2 email is: (B)(4).